Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a power loss error alarm. The customer's blood glucose levels were unknown at the time of the incident. The customer also stated they cannot complete insulin pump rewinding due to power loss error reoccurring. Troubleshooting was performed. The power loss error was reoccurring. The insulin pump is returning for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, active current and sleep current test. Unexpected battery power loss not found during testing. (B)(4).